Event description:
A malfunction was reported on a pump with no notable events occurring prior. The customer did not provide information about whether the blood glucose level exceeded 500 mg/dl. Cts assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears. There was no reported impact to the customer's blood glucose level, and the customer acknowledged these instructions.